Event description:
Spontaneous inbound call from nurse regarding patient¿s cadd ms3 pump, serial number: (B)(4). She was trying to increase the patient¿s pump rate per md orders and the pump is only allowing her to decrease the rate, not increase. I tried troubleshooting and reviewed how to program the pump with the nurse and it still would not allow her to change the rate. She is switching the patient to his back-up pump to ensure updated dose per md. Patient did not have any side effects or lapse in therapy. Indication: secondary pulmonary arterial hypertension. Patient is being sent a replacement pump and the malfunctioning pump will be returned for review. Reported to (B)(6) by health professional. Dose or amount: 83.9 ng/kg/min, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: i27.21.